Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: access site bleed / hematoma. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient developed a significant hematoma following impella cp implant. The site was re-sutured and the perclose were tightened to manage the condition. Pressure was noted to help dissipate the hematoma and the site was redressed. Eptifibatide was also turned off in response to the hematoma. The hematoma / oozing remained for roughly three days following the initial intervention. Support continued uninterrupted.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related since blue suture hub was into the skin up to the first rib. G1 reporting contact email revised on manufacturer device report 1220648-2025-29029 in accordance with updated procedures.